Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported prolapsed coils were confirmed via returned device analysis; although the entrapment of the device (stent) could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot for prolapsed coils. Based on the visual analysis of the returned device, there is no indication of a product deficiency.

Event description:
It was reported via user facility medwatch report received on (B)(4) 2014: during the performance of optical coherence tomography, the guide wire prolapsed back into the proximal circumflex into the distal left main under the stent struts and was stuck there. The doctor was unable to pull the wire back. The patient was started on heparin anticoagulant and the patient went for emergent coronary artery bypass and removal of the entrapped guide wire. Follow-up information received on (B)(4) 2014 stated that the procedure was to treat an unspecified lesion in the circumflex (cx) artery. The balanced middle weight (bmw) guide wire became caught on an unspecified deployed stent implant and could not be removed. The patient was started on heparin anticoagulant and was taken for coronary artery bypass and removal of the entrapped guide wire. Reportedly, the patient recovered well and is doing fine. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide catheter: boston scientific runway 6-french, other: st. Jude medical dragonfly duo-kit imaging catheter. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.